Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply cable and main ac power plug were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze intermittently and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.